Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA 510(k): den170015. Investigation evaluation: the device was returned with both catheters. No kinks were detected on either catheter. One (1) catheter had pockets of fluid, potentially indicating that it had been flushed. No signs of powder were found in either catheter or on the device. The on/off switch was in the on position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved could not confirm the report. When tested as returned, the device did not spray powder. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge had no carbon dioxide remaining. The cap on the carbon dioxide cartridge shows full puncture. Using a specific tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder as intended. Both catheters were tested with the device and sprayed as intended. Due to the fluid in the catheter prior to testing, one of the catheters began to clog with powder but continued to function until the end of testing. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When advancing the device [through the endoscope], the catheter became kinked and the second catheter was used that came with the kit. Hemospray was able to be used, but the catheter kinked once again making it unable to deploy any more powder. They were able to complete the procedure with alternative hemostasis methods. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When advancing the device [through the endoscope], the catheter became kinked and the second catheter was used that came with the kit. Hemospray was able to be used, but the catheter kinked once again making it unable to deploy any more powder. They were able to complete the procedure with alternative hemostasis methods. The following further information was received on 12-oct-2018 : "the catheter kinked while advancing it down the endoscope midway. The kinked catheter was disposed of. The returned catheter that was filled with clear fluid was flushed with air during the procedure, but flushed with water and cleaning solution post procedure for saving and return. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use information regarding section g5 den170015. Investigation evaluation: the device was returned with two catheters; however, the catheters are from another kit and are not the kinked catheters reported in this event. No major kinks were detected on either catheter. Minor kinks that appear to have been straightened out were present along the length of the catheters. One (1) catheter had pockets of fluid, indicating that it had been flushed [flushed to clean it prior to returning per the customer]. No signs of powder were found in either catheter or on the device. The on/off switch was in the on position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved could not confirm the report. When tested as returned, the device did not spray powder. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge had no carbon dioxide remaining. The cap on the carbon dioxide cartridge shows full puncture. Using a specified tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder as intended. Both catheters were tested with the device and sprayed as intended. Due to the fluid in the catheter prior to testing, one (1) of the catheters began to clog with powder but continued to function until the end of testing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The kinked catheters in the report were not returned with the device for evaluation. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use warn, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visually endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section PMA/510k: den170015. Investigation evaluation: the device was returned with two catheters; however, the catheters are from another kit and are not the kinked catheters reported in this event. No major kinks were detected on either catheter. Minor kinks that appear to have been straightened out were present along the length of the catheters. One (1) catheter had pockets of fluid, indicating that it had been flushed [flushed to clean it prior to returning per the customer]. No signs of powder were found in either catheter or on the device. The on/off switch was in the on position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved could not confirm the report. When tested as returned, the device did not spray powder. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge had no carbon dioxide remaining. The cap on the carbon dioxide cartridge shows full puncture. Using a specified tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder as intended. Both catheters were tested with the device and sprayed as intended. Due to the fluid in the catheter prior to testing, one (1) of the catheters began to clog with powder but continued to function until the end of testing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The kinked catheters in the report were not returned with the device for evaluation. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use warn, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visually endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When advancing the device [through the endoscope], the catheter became kinked and the second catheter was used that came with the kit. Hemospray was able to be used, but the catheter kinked once again making it unable to deploy any more powder. They were able to complete the procedure with alternative hemostasis methods. The following further information was received on 12-oct-2018: "the catheter kinked while advancing it down the endoscope midway. The kinked catheter was disposed of. The returned catheter that was filled with clear fluid was flushed with air during the procedure, but flushed with water and cleaning solution post procedure for saving and return. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.